Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions; ¿intraoperative fracture or breaking of instruments has been reported¿ and "instruments that have experienced extensive use or excessive force are susceptible to fracture."

Event description:
It was reported a patient underwent a labral repair procedure on (B)(6) 2015. During the procedure, two juggerknot anchor inserter tips broke. The anchors and fractured tips were removed from the patient and discarded. No additional holes had to be drilled.